Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred from the hemostatic valve of the faradrive steerable sheath when the dilator was removed from the sheath. Air was observed in the aspiring syringe. No patient complications occurred. The procedure was completed using another faradrive sheath. The product is not expected to return for analysis as it was discarded at the facility.